Manufacturer narrative:
Follow-up #1 - device evaluation: the pump has been returned and evaluated by product analysis on 05/01/2015 with the following findings: a review of the pump black box data revealed a loss of prime warning associated with a low, non-zero force. During testing, the pump was exercised for 24 hours with no duplicated warnings. The force sensor calibration measured within specifications. The pump case was removed, and no damage was found to the force sensor.

Manufacturer narrative:
Follow-up #2 date of submission 05/15/2015-correction to follow-up #1: the pump was returned and evaluated by product analysis on (B)(4) 2015.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a prime (unable to prime) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time. (B)(6).